Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was having trouble with the stimulator burning her head. The patient also reported that everything she does hurts her neck and there were scales all over her head. It was noted that the patient quickly getting out of the truck a lot without a stool was related to the issue. The burning began occurring in (B)(6) 2016 while the scales all over the patient's head began about two months after implant in 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the steps taken to resolve the reported issues were reprogramming, but their neck pain and scales on the head persisted. It was noted that the cause of the stimulator burning their head was a change in device programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.